Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the power motor relay pcb. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the power motor relay pcb on the 9800 system needed to be replaced. There was no report of pt injury.